Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 178 mg/dl at the time of the incident. Customer stated that the keys do not work and sometimes the screen will keep scrolling when he is trying to bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested no screen anomaly. The insulin pump received with cracked reservoir tube lip noted.